Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported that the patient told her she had mris in the past and noted some heating to the pump area with the mris. The hcp had no further history related to this. It was noted the patient was seeing a family practice hcp and was not established with a pain hcp yet. The indications for use were non-malignant pain and failed back surgery syndrome. Drug information on the medication being delivered by the system was unknown. The timeline of this event, diagnostics performed, and actions/interventions taken to resolve the issue were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.